Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough analysis was completed. The lead body was noted to have been curled and tissue on the helix. Although the lead passed all testing, the lead body damage could have contributed to the dislodgement allegation.

Event description:
This supplemental report is being filed to include product investigation details.

Manufacturer narrative:
As this product was not returned, no analysis was completed. If this product is returned and analysis is completed, this event will be updated at that time.

Event description:
It was reported that this right atrial lead had a flat electrogram. Upon review, this lead was noted to be oversensing of what appeared to be myopotential noise. This lead was then found to have been coiled behind the device with damage to the lead body. This lead was then explanted and replaced. No additional adverse patient effects were reported.